Event description:
(B)(4) study. A patient (B)(4), was enrolled in the (B)(4) study for stress urinary incontinence. The patient was injected twice; on (B)(6) 2009, with 3.0ml coaptite and again on (B)(6) 2010, with 2.0ml of coaptite. The patient developed severe urinary retention after the second injection ((B)(6) 2010), which was treated with a foley catheter. The catheter was removed on (B)(6) 2010 (5 days post); symptoms resolved.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA on 9/30/2010. Since the adverse event required catheterization to correct urinary retention, this event was determined to be a reportable event. The device history records for coaptite lot 1014034 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted. The second lot used on (B)(6) 2009, and both syringe lots used for the (B)(6) 2010 injection had not been recorded in the patient's chart. The most probable lot used was requested by coaptite distributor, (B)(4).